Event description:
The customer alleged that there was intermittent residual staining on towels after drying the scopes from the aer unit. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: actual component evaluated at customer's site. The fse found the system functioning properly. The amount of staining was intermittent. The fse ran an empty test cycle. The fse verified system meets specifications. The fse reset all parameters to zero and informed customer of reset.